Manufacturer narrative:
This lead was not returned for analysis, as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a high out of range pacing impedance measurement and oversensed noise on the right atrial (ra) lead. It was noted that the patient will continue to be monitored. No adverse patient effects were reported. This ra lead remains in service.